Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed. Customer successfully primed out the air bubbles and resumed insulin deliveries. Customer's blood glucose level was 389 mg/dl.